Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿connect electrodes¿ when the defibrillation electrodes were connected to the patient. The customer advised that patient was drifting in and out of consciousness and had a weak pulse. It is unknown if the patient¿s skin was prepped prior to attaching the electrodes. The ems were immediately on the scene and took over providing care to the patient using their own device. The ems did not use the customer defibrillation electrodes but used only ECG electrodes from their device. The ems determined that the patient was not in cardiac arrest and was not in need of a shock. This issue is patient related; however there was no adverse patient outcome reported. The male patient did survive. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿connect electrodes¿ when the defibrillation electrodes were connected to the patient. The customer advised that patient was drifting in and out of consciousness and had a weak pulse. It is unknown if the patient¿s skin was prepped prior to attaching the electrodes. The ems were immediately on the scene and took over providing care to the patient using their own device. The ems did not use the customer defibrillation electrodes but used only ECG electrodes from their device. The ems determined that the patient was not in cardiac arrest and was not in need of a shock. This issue is patient related; however there was no adverse patient outcome reported. The male patient did survive. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.